Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient had blood glucose levels of 300 to 500 mg/dl with increased thirst and an unusual taste in mouth. The reporter stated that the patient met with a health care provider (hcp) who adjusted the basal program but the patient's blood glucose levels were still elevated. The hcp suggested that the reporter should have the pump reviewed to ensure that it was working correctly. The reporter indicated that the patient was going through puberty which could be contributing to the blood glucose levels. The reporter confirmed that the site was changed but no issues were identified. The pump was not available for review at the time. Animas contacted the reporter on (B)(4) 2012 to follow up on the issue. The reporter stated that the patient met with the hcp and more adjustments were made to the patient's basal rates and the patient's blood glucose levels resolved. The reporter stated that she and the patient's hcp felt that the issue was related to the patient's changing insulin needs and not related to the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to a need for settings adjustments.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.